Event description:
Boston scientific received information that this right atrial (ra) lead had displayed increased impedances. Additional information was obtained, and it was determined that the lead was deactivated as the pacing impedance was above 2000 ohms and the patient was in chronic atrial fibrilation. No adverse patient effects were reported.

Manufacturer narrative:
The lead was deactivated but remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.